Event description:
Complainant alleged that during biomed testing, the device failed to power up in battery mode in intermittently. The device powered up in ac power. Complainant indicated that there was no pt involvement in the reported malfunction.